Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was falling out. A field service engineer replaced the failed drawer due to exposed bearing cage with missing bearings, replaced the keyboard after the drawer was not detected on the bus, cleared the fault, and confirmed drawer access. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, and the customer reported that it appeared the drawer might be falling out of the pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.